Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of (B)(6) 2025. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access tubing "split" at the connection point below the luer port (located below pump). The issue occurred during patient infusion with a lidocaine drip. There was no report of patient injury or medical intervention associated with this event. No additional information is available.